Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Advised patient's father to monitor patient's sleep as patient could be sleeping on top of the transmitter. No additional patient or event information is available.